Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than dried body fluid in the helix housing, which is normal for active fixation leads, and twist approximately 190 mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The description indicates an issue covered by the instructions for use and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that the patient with this right ventricular (rv) lead was exhibiting loss of capture. The patient experienced diaphragmatic stimulation and chest pain and was hospitalized. The rv lead was repositioned, but undersensing and overpacing were exhibited and the rv lead was then explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead was exhibiting loss of capture. The patient experienced diaphragmatic stimulation and chest pain and was hospitalized. The rv lead was repositioned, but undersensing and overpacing were exhibited and the rv lead was then explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.